Manufacturer narrative:
Manufacturing review: since the reported event is not a lot-specific problem, a specific lot number is not required. Investigation summary: based on the review of the relevant section of the IFU it is confirmed that the inadequate scale unit tesla/second is used to specify the gradient magnetic field. The root cause, for the use of an inadequate scale unit in the instructions for use, could not be determined during the complaint investigation. Labeling review: regarding the issue reported by the customer the IFU section 'MRI safety and MRI compatibility' states: "safety information for magnetic resonance (mr) procedures (...) Pertains to the use of shielded mr systems with (...), gradient magnetic fields of 20-tesla/second or less, (...)."

Event description:
It was reported that the unit of gradient magnetic field on the packaging insert was allegedly incorrect. There was no reported patient contact.

Manufacturer narrative:
The alleged label has been provided to the manufacturer for review. As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that the unit of gradient magnetic field on the packaging insert was allegedly incorrect. There was no reported patient contact.